Manufacturer narrative:
638rl30 heart ring, implanted:(B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent coronary artery bypass without complication. The following day the patient had the implantable pulse generator (ipg) implanted for the intermittent atrioventricular (av)block as indication. Av block was not resolved post implant and patient died five days post ipg implant with cardiac arrhythmia as primary cause of death.